Event description:
The pt complained of continued spasticity. She would have intermittent control of her spasticity, but never excellent control. No troubleshooting had been done; the compounded baclofen dosage had been continuously turned up, and clonidine was eventually added to the pump. Prior to surgery, the pump was used to deliver compounded baclofen 4000 mcg/ml at 2030 mcg/day. The pt came in for an elective pump replacement due to battery near end of life. During the procedure, the surgeon was unable to aspirate the catheter, radiological studies were done, and it appeared that the catheter was coiled near the spine. The pt's entire catheter was removed and replaced. She also received a new pump. After surgery, the pt was restarted on lioresal 2000 mcg/ml at 250 mcg/day. The pt recovered without sequelae, and is doing much better on the new concentration and dose (per the hcp).